Manufacturer narrative:
The instrument had not returned for evaluation at the time the MDR was filed. The device has returned now and the evaluation is available. Evaluation confirmed that the jaw broke off the distal end of the instrument. The instrument has a date code of if (09/2004) and it has been in use for approximately 12 years and 4 months. Damage is consistent with wear of long use/stress overload.

Event description:
This is a supplemental: we are adding evaluation of the instrument. Updated other blocks to reflect return of instrument, etc.

Manufacturer narrative:
The instrument has not been returned for evaluation. Per the hospital, the date code was if (9/2004); so instrument has been in use for approximately 12 years; damage may be due to wear of long use.

Event description:
Allegedly, during a laparoscopic procedure the doctor noted that a jaw broke off the instrument and fell into the patient's abdomen. The doctor immediately removed the broken jaw and replaced the instrument. The procedure was completed with no delay. The hospital reported there was no injury to the patient.